Event description:
The facility's purchasing agent reports an infusion pump with 812:02 failure code. It is not known if pump was hooked up to patient when failure occurred. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the date this report occurred, patient status, medical intervention, patient injury, age of patient, medication involved or the set up or programming of the infusion device. Additional contact information was requested but no additional contact was identified.